Event description:
It was reported that when the device was used during a "vats" procedure, the stapler severely malformed. The case was completed with another device. There was no consequence to the patient.